Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was multiple occlusion alarms occurred. The customer's blood glucose level ranged from 140-141 mg/dl. Reportedly, the customer had already changed the cartridge and infusion set multiple times and declined to troubleshoot with tandem technical support. Customer was able to resume insulin delivery successfully.